Event description:
Information was received from a patient and their friend/family member who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient (pt) has been in constant pain since having surgery in april. Patient stated that they have fallen 3 times (june, october, and november) since having surgery and are concerned the lead may have moved. Patient said that they are experiencing fecal leakage "poop coming out in the middle of the night" even when asleep and can't make it to a bathroom in time before having an accident. They have had four accidents this week so far. Patient said that they had a really bad accident a week ago in bed where they woke up due to having diarrhea. They said that their husband had tried increasing the stimulation but it was painful so they lowered it and was still in pain and having accidents. Patient said they are in pain 24/7 sometimes up to a level 10 based on activity and taking tylenol to help. Patient stated that the pain was in the vagina when s sitting down or walking. They had an appointment at their doctors office on wednesday and patient said doctor thought pain could be caused by a nerve. They said that they have had a rough couple of months but the pain has been getting more severe. Asked if patient would like to turn stimulation off since they were having pain and per patient their symptoms were not improving. Patient denied wanting to turn off stimulation since they were afraid their fecal incontinence would get worse. The friend/family member indicated that the patient did turn stim off over the weekend and the pain went away.  Patient said that they did know how to turn stimulation off on their own. Patient asked for physicians in their area that specialized in their device since they were looking for a new doctor. Their previous one retired. Sent a list of physicians in their area. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is estimated. Concomitant medical products: product ID 3889-28 lot# va130qw serial# implanted: (B)(6) 2016 explanted: other relevant device(s) are: product ID: 3889-28, serial/lot #: va130qw, ubd: 04-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va130qw, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the hcp told them the falls "messed up the stimulator" and that the issue was not yet resolved but that they were going on (B)(6) 2023 to have the system replaced with a new lead and ins that will last 10 years and that now they will be able to have mris. The patient reiterated that they were currently in severe pain since they fell in june of 2022 and that it had gotten worse when they fell again in (B)(6) 2022 and then they just fell about 3 weeks ago. The patient stated they were falling because of vertigo and that it was not related to the medtronic device/therapy. The patient stated because of the pain they couldn't do much sitting down, walking or standing and that they had to lay down a lot. The patient also reiterated that at night when they were asleep they had "the runs" (diarrhea) and that the diarrhea had started with their second implant. The patient stated the hcp told them the therapy would not help with the diarrhea. The patient stated they had the implant for fecal incontinence.